Manufacturer narrative:
The instrument arrived contaminated without visible damage. There was a visual inspection of the jaw, except the soling that was found (blood and tissue), there were no abnormities such as burned or charred peak. The mechanical function of the device was checked, the clamping and the cutting function worked well. In the next step the instrument was connected to a generator and the electrical function was checked, all steps of this testing process (activation with open jaw, activation with wet tissue, activation with closed jaw and activation with tin-foil in jaw) resulted in acceptable results. The function and the resistances of the system was checked. The jaw of the instrument was cleaned with hydrogen peroxide. The instrument was connected to a module box and measured, the voltage dropped over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on the load operation. The resistance of the complete instrument was within specification. Instrument was decontaminated and microscopic investigation and performed. No abnormalities, such as charring, impact damage or damage of dissection clips was found. The clearance between the upper and the under jaw in closed position was tested with a clearance gauge, the results are within specification. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters, therefore, the root cause is most probably user related.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Bleeding noted after sealing. Energetic cycle completed and when device was released it was noticed there was not adequate sealing.